Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2014. It was reported that the patient felt pain at femur in 2021. The patient was revised due to subsidence and the inversion of the stem by x-rays. In the revision surgery, the surgeon removed the cup and the stem without any problem, but he had difficulty in removing cement and the cement restrictor which he managed to remove eventually. There was no delay in the revision surgery. No further information is available. Doi: (B)(6) 2014. Dor: (B)(6) 2021; unknown side.